Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined. No injury or medical intervention was reported.